Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the helix of the right ventricular (rv) lead would not extend. It was noted that the helix was rotating within the lead tip, however would not extend through the end of the lead. The rv lead was removed and a new lead was used to complete the operation. No patient complications have been reported as a result of this event.